Event description:
It was reported, the patient had an infection in their colon a month or two prior to call.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v955825, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the healthcare provider. The patient appointment was scheduled on (B)(6) 2014.